Manufacturer narrative:
Technician found the bed in storage area. Head section would not go up. Replaced the CPR valve to resolve this issue.

Event description:
Information alleged that the head section would not go up. No injury reported.